Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information poc: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the hospital called for troubleshooting assistance, for which twelve hours after the gas loss alarmed, it turned into an autofill failure alarm which would not resolve using the iab fill key. The hospital switched out the console which resolved the alarm. There was no patient injury and no adverse event was reported. The iabp was then cleared for clinical service. H3 other text : customer performed repair.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), unit had a gas loss alarm. Customer called for troubleshooting assistance which twelve hours after the gas loss alarm turned into an autofill failure alarm which would not resolve using the iab fill key. Customer switched out the console which resolved the alarm. There was no patient injury reported.